Event description:
From initial of this pt's cochlear implant, pt has reported a high pitched whistling sound. Several reprogramming attempts were made with no success at alleviating the problem. An x-ray later revealed shattered drill bit debris around the implant from a drill bit that shattered during surgery. A surgery to remove the pieces of drill bit took place in 2005. This, however, did not resolve the pt's complaint. At this stage, the clinician believes it is an adjustment [roblem to hearing sound with the device. The pt will be followed for continued clinical progress.